Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic laparoscopic colectomy procedure, surgeon fired the first device and leak test showed bubbles. There was enough length to redo the anastomoses so he redid the anastomoses. It also failed the leak test and was oversewn. Patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic laparoscopic colectomy procedure, everything performed as expected but it was positive to an intra-op leak test. It was over sewn and was fine.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and damage to the staple guide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade and staple guide damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.